Manufacturer narrative:
As reported, capsure fixation device misfired and deployed two fasteners at the same time. The subject device was discarded by the user facility. Based on the information available and without having the sample to evaluate, no conclusions can be made. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the capsure fixation device misfires and deployed two fasteners. It was reported that the additional fastener was removed from the patient. The procedure was completed using a new device from a different lot number. It was reported the sample was discarded and there was no patient harm or injury.